Event description:
It was reported that, during implant testing, the system had difficulty converting the induced arrhythmia. After three shocks from the device failed to convert, it took two external shocks to convert the arrhythmia. As the procedure had lasted over one and a half hours, the doctor elected to leave the system implanted for now. Later, the system was explanted and replaced with a transvenous system. There were no additional adverse patient effects.